Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the repeated drawer failures required entire half height drawer with pockets need to be replaced. A field service engineer replaced and configured the drawers to resolve. The complaint file kept opened for monitoring, if there are additional findings, a supplemental report will be submitted. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had plenty of repeated drawer failures in the last couple of months. Customer stated that there was no impact on active procedures or for patients because of these failures. There were no adverse events or physical injuries or damage to the health of a patient or user were reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jul-2022 to 15- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had repeated cubie pocket failures. The technical support specialist determined that this issue can be mitigated by reseating the row board cables in the affected stations. The technical support specialist marked this case as completed as per direction. The system was functional as intended.

Event description:
It was reported by the customer that a bd pyxis medstation es system had plenty of repeated drawer failures in the last couple of months. Customer stated that there was no impact on active procedures or for patients because of these failures. There were no adverse events or physical injuries or damage to the health of a patient or user were reported based on this incident.